Event description:
Customer called and stated the red button on the switch is melted and won't work any longer.

Manufacturer narrative:
Analysis of returned product shows that the switch appears to have been punctured by an external force, and shows no signs of melting or burning, therefore it appears as though this is a user misuse.